Manufacturer narrative:
The correct brand name is sterrad 100nx(tm) 1-dr w/ duo. The correct catalog number is 10104-003. The correct serial number is (B)(4). A field service engineer (fse) was dispatched to customer site. The fse performed a planned maintenance 2 (pm2)and utilized the pm2 kit to replace the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter to resolve the odor/smells issue. Unit meets specifications and was returned to service on 10/22/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk odors/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter, catalytic decomp filter, adapter converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.